Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and priming anomaly from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer treated with manual injections of 50 units. The customer stated that she was not thinking right after her insulin ran out. The customer was assisted with rewinding the pump and filling the tube. The customer had a fill cannula of 0.3 units and her blood glucose went down to 518 mg/dl. The customer was advised to disconnect and suspend the pump if she goes low. The customer was advised to have food and candy or juice ready if needed. The customer will monitor blood glucose.